Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips international and has been investigated by the philips complaint handling team. During periodic maintenance the v60 had an issue with the touchscreen. There was no reports of patient/user harm/injury. The touchscreen was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. The unit failed during diagnostics testing and during the operation of test step 3 in the service manual. Conclusion / root cause: the reason for the touchscreen operation failures is due to the out of spec resistance readings noted during the resistance testing.